Event description:
Customer states that when inputting info using the worklist and pt demographics, the pt ID and name would change to a previously run pt ID and name. While no injury or incorrectly reported results have been identified, the possible mis-match of demographics presents a limited potential that under certain rare circumstances, results may be reported with an incorrect pt ID. Investigation has identified a corrupted sw indexing database that will allow the use of a previous pt ID and name, but will continue to have the correct sample ID#. Under the scenario identified, all incorrect demographics will have the same info, i.e. All pt names will be 'john doe'. This further limits the potential for incorrect results being reported. The OEM supplier of this product is continuing the investigation. A product correction under 21 cfr 806 is also being implemented and will be a joint effort between abx diagnostics (OEM) and bci. This anomaly is not seen when the 'worklist' feature is not used.